Event description:
It was reported that high impedance was observed on pace/sense portion of lead in (B)(6). The patient was sent home. The patient was called back in (B)(6) for lead revision. An attempt to extract the lead was made, but the lead tip separated from the lead. A subsequent surgery was performed a few days later to remove the tip.

Manufacturer narrative:
A fracture of the pacing coil was found at the distal end of the trifurcation boot consistent with fatigue. The fracture is consistent with the observation from the field of high lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.